Manufacturer narrative:
.

Event description:
It was reported to philips that during the defibrillation test the user received an electrical discharge from the paddles. The involved user was not harmed and did not require an medical intervention following the incident.